Manufacturer narrative:
The customer reported that the patient could not be heard from the CT gantry. The customer power cycled the system immediately after the issue was discovered but the issue was not resolved so the customer called the philips help desk for support. This issue occurred on a brilliance ict sp system. The customer confirmed with the philips help desk that there was no patient impact and no harm as a result of this event. The philips field service engineer (fse) visited the customer site and evaluated the system. He used the CT control box to listen for noise from inside the scan room and confirmed that he could not hear anything through the gantry microphone. He replaced the gantry microphone/breath indicator breathing light assembly and microphone assembly front lcd panelto resolve the issue. The system is operational and in clinical use. This event has been determined not to be a reportable event.

Manufacturer narrative:
Added usage of device.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the patient cannot be heard from the CT gantry. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation to determine the cause of the event.